Manufacturer narrative:
The lot number provided, lot no. 63889, is not a valid cardinal health lot number. Without a valid lot number, the device history record cannot be reviewed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The manufacturing site received six unpackaged samples with this customer report. A complete investigation was performed. Slightly damaged luer tip was identified on four of the syringe samples. Leak testing was conducted on all six of the syringe samples. The leak test is conducted to verify the syringe draws, holds and expels fluid properly by inserting the syringe into a rubber block for resistance. All the syringes passed the leak testing therefore the reported issues would not affect the function of the barrel. Examination of the four samples with the damage to the luer tip was not able to find an exact root cause but did identify a potential root cause which could be the result of the tip rubbing against another syringe. Based on the information available and the investigation findings, a corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports issues with nicks/damage and bubbles near the luer tip.